Event description:
It was reported that an acculink stent was implanted in a left internal carotid artery on (B)(6) 2012. Approximately 11 months later, on (B)(6) 2013, there was in-stent restenosis found and an unplanned xact stenting procedure was done in the mid left internal carotid artery with complete revascularization obtained on (B)(6) 2013. There was no report of a myocardial infarction. The event resolved on 05/24/2013 without an adverse patient sequela. The patient was discharged on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of restenosis is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.